Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. The shock impedance trend shows a gradual rise over the last year reaching the high current measurement of 126 ohms. The patient appears to have never received a shock from their associated implantable cardioverter defibrillator (ICD) device since it was implanted. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that a gradual rise in shock impedance is likely due to physiological changes, such as calcification at the lead tip. Ts also explained that if the shock impedance becomes too high, the shock waveform may be truncated, and rhythm conversion challenges could result. Ts provided guidance to consider performing a commanded maximum energy shock to determine the difference between the daily impedance measurement and the shock delivery impedance and to also consider increasing the high out of range shock impedance limit to the 150 ohm to 175 ohm range. The hcp indicated they will discuss this with the physician. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. The shock impedance trend shows a gradual rise over the last year reaching the high current measurement of 126 ohms. The patient appears to have never received a shock from their associated implantable cardioverter defibrillator (ICD) device since it was implanted. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that a gradual rise in shock impedance is likely due to physiological changes, such as calcification at the lead tip. Ts also explained that if the shock impedance becomes too high, the shock waveform may be truncated, and rhythm conversion challenges could result. Ts provided guidance to consider performing a commanded maximum energy shock to determine the difference between the daily impedance measurement and the shock delivery impedance and to also consider increasing the high out of range shock impedance limit to the 150 ohm to 175 ohm range. The hcp indicated they will discuss this with the physician. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced due to chronic high out of range shock impedance measurements. It was noted that the lead was tested some time ago and the impedance with a load was not high like the daily shock impedance measurements, but the daily measurements continued to rise to 170 ohms. All other measurements were normal. It was also noted that the patient received a successful shock within the last month. It was stated that the cause of the high shock impedances was likely due to calcification on the lead coil. No additional adverse patient effects were reported. The lead has been returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in three segments, severed approximately 100 millimeters from the terminal end. The lead coils and insulation were cut with tools. The middle segment is 65 millimeters in length with no coils present in the lumen. The proximal segment of the shocking coil is separated from the lead body insulation. This is induced damage that occurred during the explant procedure. Also, the extracting stylet accessory tool was stuck in the lead lumen and there was large bend in the lead body approximately 35 millimeters from the terminal. In addition, the lead helix was extended and deformed. Testing was completed on the applicable segments to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body segments, and electrode tip found no anomalies. Visual examination of the lead noted calcification of body fluids on the terminal pin, shocking coil and outer insulation. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the lead. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. The shock impedance trend shows a gradual rise over the last year reaching the high current measurement of 126 ohms. The patient appears to have never received a shock from their associated implantable cardioverter defibrillator (ICD) device since it was implanted. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that a gradual rise in shock impedance is likely due to physiological changes, such as calcification at the lead tip. Ts also explained that if the shock impedance becomes too high, the shock waveform may be truncated, and rhythm conversion challenges could result. Ts provided guidance to consider performing a commanded maximum energy shock to determine the difference between the daily impedance measurement and the shock delivery impedance and to also consider increasing the high out of range shock impedance limit to the 150 ohm to 175 ohm range. The hcp indicated they will discuss this with the physician. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced due to chronic high out of range shock impedance measurements. It was noted that the lead was tested some time ago and the impedance with a load was not high like the daily shock impedance measurements, but the daily measurements continued to rise to 170 ohms. All other measurements were normal. It was also noted that the patient received a successful shock within the last month. It was stated that the cause of the high shock impedances was likely due to calcification on the lead coil. No additional adverse patient effects were reported. The lead has been returned to boston scientific for analysis.